Event description:
It was reported a 8f angio-seal millennium platform device was used to seal the arteriotomy site post percutaneous coronary intervention procedure. Hemostasis was achieved, however, 2 days later the patient had a fever and was given antibiotics. The puncture site appeared normal. The patient was discharged 5 days later. No problems were identified on a follow-up visit. A week later the patient experienced leg pain. Evaluation of the leg pain was performed which revealed the vein at the puncture site was occluded. A thrombectomy procedure was attempted to remove thrombus, however the catheter got stuck in the puncture site. The surgeon made an incision at the puncture site and obtained a tissue histology test due to tissue adhesion. The skin tissue test was negative for infection. The physician stated the inflammatory reaction cause may be allergy related. The patient had no known allergies to bovine or suture.